Manufacturer narrative:
Potential lot; 3846349, MFR: 08-07-2019, exp: 07-28-2024.

Event description:
Information was received that while a smiths medical endotracheal tube was in use, the inflation line detached from the tube. A "back mask" was used for two hours to ventilate the patient as result. No patient injury occurred.

Manufacturer narrative:
One portex® blue line ultra® tracheostomy tube was returned for analysis in used conditions. Visual inspection revealed that there was no water found in the sample. A syringe was used to inflate the cuff while submerged under water; no discrepancies noted. Relevant documents and the manufacturing process were both reviewed and deemed adequate. The cuff assembly operation and inflation line assembly operation were reviewed; no discrepancies found. Inflation testing was performed on 32 units from the production floor; no discrepancies noted. Based on the evidence there was no fault found as the complaint was not confirmed.

Event description:
Investigation results completed on a smiths medical intubation/portex endotracheal tubes. Summary of analysis on h 10.

Manufacturer narrative:
Investigation results completed on a smiths medical intubation/portex endotracheal tubes . The complaint of cuff had leaking and torn around line was confirmed. Investigation looked at description of non-conformance audit . No discrepancies were detected in thirty-two units. The event to reproduce the failure was cut with razor, which revealed the cut looking similar. The most probable root cause is that the product become damaged after it left the shm facilities since product is 100% leak tested, there is no possibility to test the material if line is cut or detached. This then leaves assumption of fault occured after leaving manufacturer. It was reported the product tested fine prior to use during precheck and during operation the event occured. No patient injury. No corrective actions are required since there is no information to suggest that the product was damaged during manufacture. Per previous complaint manufacturing personnel were notified by the quality engineer on (B)(6) 2020 about failure mode reported by the customer. Updated fields: b 1, b 4, b 5, g 7, h 1, h 2, h 3, h 6, and h 10.